Event description:
On 29-jul-2025, the user reported experiencing low blood glucose (bg) following meal announcements. The lowest recorded bg was 45 mg/dl. The event was corrected with a sugar tablet, and bg returned to range. The device provided a low bg alert. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.